Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "1.do not bend, hit, pull, twist, or drop this product with strong force in order to prevent device failure, damage, or parts from falling off. 2. Do not directly spray this product with a spray-type pharyngeal anesthetic containing alcohol. Direct spraying may cause the outer surface of the insertion part to come off. 3. Do not use petroleum-based lubricants such as olive oil or petroleum jelly. There is a risk that the covering member of the curved portion will swell or deteriorate. 4.the information obtained in the nbi observation mode is reference information and does not guarantee the validity of the diagnosis. 5. To prevent damage due to water entering the endoscope, be sure to attach the waterproof cap when cleaning or disinfecting. If water gets in, the ccd, switches, internal circuits, etc. May malfunction, resulting in abnormalities. In addition, if water has entered, there is a risk that image abnormalities will occur during use even if there is no abnormality in the pre-use inspection. 6.do not use disinfectants containing benzalkonium chloride. The outer surface of the insertion section may come off. 7. Immersion in ozonated water or storage in an ozone-generating atmosphere may damage this product and its accessories." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera ultrasound gastrovideoscope had scratches on the probe. There was no report of patient harm associated with this event. During incoming inspection, the acoustic lens had peeled due to physical stress. Due to peeling on the acoustic lens, insulation resistance value did not meet the standard value. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Acoustic lens had a scratch due to physical stress. In addition to evaluation in b5, due to damage on acoustic lens, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover was detached. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Due to peeling of acoustic lens, displayed ultrasound image was defective. There was a chip in the adhesive area between the acoustic lens and ultrasound probe. Connecting tube had a scratch. Light guide lens had a scratch. Objective lens had a scratch. The switch box had a scratch. The switch button 4 had a scratch. The switch button 2 had a scratch. The switch button 1 had a scratch. The protector of universal cord on control section side had a scratch. Switch button 3 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.